Manufacturer narrative:
Pt info: unk. PMA/510k - this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -5.50/1.50/098 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2021 due to low vault. A longer length lens was implanted on (B)(6) 2021. This resolved the problem.